Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 opened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4). One open and unused sample with the needle attached to the thread received. The needle attachment of the open sample received was tested and the results fulfills the OEM requirements. A minimum of five samples would be preferred because that is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The needle come off the thread.